Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no data available from the implantable pulse generator (ipg). The device was implanted without and atrial lead so the "implant detect" from the recent implant did not complete. The device was reprogrammed to "implant detect" off and is still in use. No patient complications have been reported as a result of this event.